Event description:
It was reported that nurse said with the first arctic sun device the patient temperature was increasing, though the pads were cold. Nurse changed to the device with serial number (B)(4). Nurse was getting low and marginal flow so replaced the pads . Now the flow was 2.9lpm, patient was 38.3c and water 5.1c. Patient had been on therapy for about an hour. The patient was on medium pads, but the new set of pads was small. Nurse was not sure if they needed to add a universal pad or not, or if they needed to send the first device to biomed. Mis explained to nurse that the flow rate was good, and water was cold. The device was functioning properly. If there was exposed abdomen, add a universal pad. Nurse stated that the water on the first device was cold, and flow was marginal. Also explained that device was likely okay to use. Mis discussed causes of heat generation and asked nurse to treat per facility protocol.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "low flow due to over-lamination from upper belt temperature too high during film laminating." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the entire pad set (4). If the entire set of pads is not used, the minimum flow rate may not be achieved. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 1.7 liters per minute, which is the minimum flow rate for a full pad kit (4). 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard. Any serious incident that has occurred in relation to the device should be reported to the manufacturer and the competent authority of the member state in which the user and/or patient is established." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that nurse said with the first arctic sun device the patient temperature was increasing, though the pads were cold. Nurse changed to the device with serial number (B)(6). Nurse was getting low and marginal flow so replaced the pads . Now the flow was (B)(4), patient was 38.3c and water (B)(4). Patient had been on therapy for about an hour. The patient was on medium pads, but the new set of pads was small. Nurse was not sure if they needed to add a universal pad or not, or if they needed to send the first device to biomed. Mis explained to nurse that the flow rate was good, and water was cold. The device was functioning properly. If there was exposed abdomen, add a universal pad. Nurse stated that the water on the first device was cold, and flow was marginal. Also explained that device was likely okay to use. Mis discussed causes of heat generation and asked nurse to treat per facility protocol..